Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 7, 2014 to april 9, 2014. Evaluation summary: the evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have caused the reported condition. The device was then filled with water, and a leak was observed at the junction between the tubing and the distal luer lock. The reported condition of leak was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leak was noted between the cap and housing during filling. There was no patient involvement. No additional information is available.